Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacy intern reported that a system message appeared during a cataract surgery with blocked infusion. The "recovery" mode was activated and this temporarily resolved the issue for a few moments before it occurred again. There were no consequences to the patient. Another device was used to complete the procedure. In addition, a poor sealing of the cassette was noted and it was described as abnormally wet. The cassette was not replaced initially as the operator did not suspect it to be involved.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and no obvious defects were found that would have contributed to the reported event. The elastomer's on the pinch plate were secured and position properly onto the cassette. The cassette was then functionally tested. The cassette properly engaged when inserted into the console and proper recognition of the cassette was displayed. The sample could prime and tune with the handpiece successfully. The value of 650 millimeters of mercury (mmhg) vacuum and 650 mmhg continuous reflux displayed on the progress bar. The irrigation and aspiration pressure was measured at multiple set points throughout the console range and met specifications. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. Infusion flowed freely throughout functional testing. 400 millimeters (ml) of fluid was introduced to the cassette to detect for leakage within the cassette. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. No damage was found on the elastomer and the pinch plate channel of the cassette. Cleaning process was able to be performed after functional test was completed. An elastomer air integrity burst test was performed and the sample functioned within specifications. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).